Event description:
Pt had initial implantation of bilateral breast implants in 1988. Asymptomatic until 1990 when she developed lt breast pain flu like symptoms, fibromyalgia, raynaud's symptoms necessitated removal of implants bilaterally.